Event description:
It was reported that customer experienced high blood glucose of 324 mg/dl and diabetic ketoacidosis. The cause was not known. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. The pump supplies were changed to address the issue.